Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight years ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the vessel morphology was reported as there was moderate tortuosity and severe calcification in the iliac limb. It was reported that during a routine follow-up, there was a type 3 endoleak in the left iliac limb. The iliac limbs were crossed and the physician believes that the cause of the type iii endoleak was due to the patient anatomy. The physician elected to implant two 20x20x82 endurant devices to cover the type iii endoleak. The physician was modeling the stent grafts with a reliant balloon, which was placed completely within the stent grafts; however, due to the severe calcification, the reliant balloon burst. The ruptured reliant balloon was removed from the patient without issue. The balloon was still attached to the balloon delivery catheter. The physician stated that the balloon rupture was also related to the severe calcification in the vessels. The balloon was discarded by the user facility. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: balloon burst; severely calcified iliac artery. Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified iliac artery). (B)(4).